Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor with radiopaque markers was attempted to be implanted. The patient presented with right bundle branch block (rbbb). There was no calcification extending through the left ventricular outflow tract (lvot). The navitor was implanted at a depth of non-coronary cusp (ncc)- 4mm, left coronary cusp (lcc)- 7mm. The patient left the operating room with a wider rbbb than pre procedure, however no intervention was performed and no temporary pacemaker was placed. On (B)(6) 2024, a permanent pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was attempted to be implanted. The patient presented with right bundle branch block (rbbb). There was no calcification extending through the left ventricular outflow tract (lvot). The navitor was implanted at a depth of non-coronary cusp (ncc)- 4mm, left coronary cusp (lcc)- 7mm. The patient left the operating room with a wider rbbb than pre procedure, however no intervention was performed and no temporary pacemaker was placed. On (B)(6) 2024, a permanent pacemaker was implanted.

Manufacturer narrative:
An event of heart block (worsening right bundle branch block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient presented with right bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the right bundle branch block was noted to be worsening after the procedure. Based on available information, the reported event appears to be related to patient condition (pre-existing right bundle branch block). There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6: removed code 2993 adverse event without identified device or use problem